Event description:
Complainant alleged that during the incoming inspection of the product, the device displayed message code "defib fault 108". The complainant indicated that there was no patient involvement in the reported failure.